Event description:
Potential for harm report. Eight of the nine additional intra-aortic balloon pumps were discovered to have loose locking nuts inside the display head when inspected by biomed. This was a follow up inspection due to a safety report involving an iabp which failed during a survival flight patient transport. All eight intra-aortic balloon pumps are being combined under this one safety report.